Event description:
It was reported the patient had an ams sling implanted. The "patient claimed sling did not help his incontinence". It was also indicated that the physician may have placed the sling in an incorrect position. On (B)(6) 2015, the patient was implanted with another incontinence device. No patient complications were reported in relation to this event.